Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced recurrent post-meal hypoglycemia after a period of higher insulin needs during an intercurrent illness; upward adaptation of meal dosing and overtreatment of lows with oral glucose were followed by rebound hyperglycemia, and a factory reset was recommended and performed with new sensor pairing. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impact. Investigation included review of user-provided data and communications. Investigation of this case revealed no specific device findings and insufficient device component information, and the medical device problem could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.